Manufacturer narrative:
The article indicated both gore® viabahn® vbx balloon expandable endoprosthesis & gore® viabahn® endoprosthesis were involved. However, the article did not provide specifics. Reference MDR #2017233-2020-00157 for gore® viabahn® endoprosthesis report.

Event description:
The following published article was reviewed: 'outcomes of an iliac branch endoprosthesis using an ¿up-and-over¿ technique for endovascular repair of failed bifurcated grafts'; emanuel r. Tenorio, md, phd, gustavo s. Oderich, md, giuliano a. Sandri, md, jussi m. Kärkkäinen, md, phd, manju kalra, mbbs, randall r. Demartino, md, jill k. Johnstone, md, and fahad shuja, mbbs, rochester, minn; presented at the forty-sixth annual symposium of the society for clinical vascular surgery, las vegas, nev, march 17-21, 2018; 0741-5214; copyright 2018 by the society for vascular surgery. Published by elsevier inc.; https://doi.org/10.1016/j.jvs.2018.10.098. The aim of this study was to evaluate outcomes of the ibe using an ¿up-and-over¿ transfemoral technique in patients with prior aortic repair compared with the standard technique in patients with de novo iliac aneurysms. There were 53 patients (51 male; avg. 74 years old) treated by 62 ibes. The article reported that secondary intervention was required because of type ii endoleak (retrograde flow into the aneurysm sac). The article is unclear about which device was used. Note: the article reports that the bridging stent of choice was preferentially an 8l viabahn balloon-expandable endoprosthesis (vbx; w.l. Gore & associates), which was advanced over the amplatz guidewire. When that was not available, the icast (atrium medical, merrimack, nh) stent graft was selected. Gore® viabahn® endoprosthesis was also used as a bridging stent in the iia.